Event description:
It was reported that the patient presented for a right ventricular lead implant procedure. After the procedure, the right ventricular lead was found dislodged caused by patient moving and lifting the arm. The lead was repositioned the same day. No patient symptoms were reported and no other information was available.